Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient experienced cerebrovascular accident. The case was completed with the isolation only of the four pulmonary veins, with seventeen pulsed field ablation (pfa) visitag (four for each vein and one to isolate the left carina). There were no issues during the case. However, after a few hours from the end of the procedure, the patient experienced deviated lip rhyme speaking. A computerized tomography (CT) exam was immediately performed, and it was negative for acute ischemia. A magnetic resonance imaging (MRI) was performed the next day, after they confirmed the absence of recent ischemia areas. The symptoms resolved after twenty-four (24) hours. Physicians concluded the case with the diagnosis of a minor stroke. The patient required extended hospitalization for additional exams needed. The procedure was performed with trupulse generator, varipulse bidirectional catheter and vizigo sheath. The patient had a paroxysmal afib with moderate left atrium (la) size and previous tachycardiomyopathy. The activated clotting time (act) level after 15 minutes from the first administration of heparin was over 400. At the end of the procedure, it was 310. Procedure was performed in sinus rhythm. There was no evidence of char/thrombus/clot during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31438590l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by (B)(6), inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient experienced cerebrovascular accident. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31438590l and no internal actions related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that ablation was performed outside pulmonary veins (isolation of the 4 pvs, with 17 pfa, 4 for each vein and one to isolate the left carina). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).